Event description:
It was reported the sensor reading have been off. Customer stated the reads low and blood glucose was 150 mg/dl. Customer's mother stated the insulin pump has shut off causing the customer to go high. Readings are usually occurring during the night. Mother stated the customer stopped use of the sensor because it kept giving off readings and the insulin pump alarmed all night. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.